Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The diabetes specialist reported that the patient went to bed with blood glucose (bg) reading at 240 mg/dl. When she woke up in the morning her bg level reached 360 mg/dl, at which time she gave a correctional bolus of 11 units of insulin. A few hours later her bg reached 560 mg/dl, so she went to the hospital. There was no further information noted regarding the hospital visit or to the patient¿s treatment.